Event description:
Bilateral capsular contracture, baker grade 3, left-side.

Manufacturer narrative:
The device was returned intact and functional. No additional observations.

Event description:
Bilateral capsular contracture, baker grade 3, left-side.